Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), fallopian tube perforation ('perforation:fallopian tube'), pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('migration') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), pelvic pain ("pain: pelvic/abdominal pain"), the second episode of abdominal pain ("pain: pelvic/abdominal pain"), scar ("scar tissue"), infection ("infection"), mood swings ("severe mood swings") and abdominal distension ("severe abdominal bloating") and was found to have neoplasm ("tumors"). The patient was treated with surgery (salpingectomy (bilateral) and underwent a bilateral salpingectomy and/or hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic inflammatory disease, device dislocation, genital haemorrhage, back pain, adverse event, pelvic pain, the last episode of abdominal pain, neoplasm, scar, infection, mood swings and abdominal distension outcome was unknown. The reporter considered abdominal distension, adverse event, back pain, device dislocation, fallopian tube perforation, genital haemorrhage, infection, mood swings, neoplasm, pelvic inflammatory disease, pelvic pain, scar, uterine perforation, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: plaintiff received treatment for pain: pelvic/abdominal pain,gen. Abnorm. Bleed., migration, perforation, and other injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirming full occlusion of her fallopian tubes. Most recent follow-up information incorporated above includes: on 3-oct-2019: ppf received. New reporter was added. Added event pain: pelvic/abdominal pain, gen. Abnorm. Bleed, perforation: fallopian tube, tumors, scar tissue, infection, pelvic inflammatory disease, severe mood swings, severe abdominal bloating. Date of insertion & date of removal was updated. Surgery was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy) and surgery (underwent a bilateral salpingectomy and/or hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, abdominal pain, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of her fallopian tubes. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.